Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Unable to determine. Source: phone.

Event description:
1 conflicting sofia sars result for 1 patient. It is unknown if the patient was symptomatic. The patient tested positive on a sofia analyzer followed by a negative result with a different sofia analyzer using the same cassette.